Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced a hernia coincident with peritoneal dialysis (pd) therapy. It was not reported if the hernia was present prior to pd therapy or if the hernia worsened due to therapy. The cause of the hernia was not reported. It was reported the patient had a hernia operation; however, it was not reported if the patient was hospitalized for the event. At the time of this report the outcome of this hernia event was not reported. Action with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore a device analysis could not be performed. The service history revealed no repetitive failures, no workmanship or process issues, and no similar complaints related to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.